Manufacturer narrative:
Correction; h.6 (patient code) the customer¿s report that the drip chamber detached from five (5), IV sets after the bag was spiked was confirmed. Visual inspection under magnification observed insufficient/lack of solvent on the drip chamber¿s tubing connection area and tubing. No other abnormalities or damage were observed on the drip chambers or remaining tubing during visual inspection. Functional testing was not performed on the sets due to the separation. Dimensional analysis of the drip chambers tubing connection areas and received tubing observed they were within specifications. The root cause of the insufficient/lack of solvent is attributed to improper assembly due to equipment and/or operator error.

Event description:
It was reported that the drip chamber reportedly separated from (5) IV sets after the bag was spiked. This occurred when priming fluids for chemotherapy infusions. The customer stated that there was no manipulation done to the tubing that would have caused the detachment from the drip chamber; their concern was regarding the integrity of the adhesion between the joints of connection on the tubing. Nothing was attached to the distal end of the tubing, when the set disconnected. The events occurred in the oncology cancer center. The customer confirmed that there were no adverse effects caused to any patient's from the event.

Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag, ref: (B)(4), no exp displayed, exactamix; therapy date: unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics not provided.

Event description:
It was reported that the drip chamber reportedly detached from (5) IV sets after the bag was spiked. This occurred when priming fluids for chemotherapy infusions. The customer stated that there was no manipulation done to the tubing that would have caused the detachment from the drip chamber; their concern was regarding the integrity of the adhesion between the joints of connection on the tubing. Nothing was attached to the distal end of the tubing, when the set disconnected. The events occurred in the oncology cancer center.